Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm during bolus. Customer's blood glucose was 600 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was protruded. Customer was advised that insulin pump would need to be replaced. Customer also reported that display screen was cracked for a few years.